Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600+ mg/dl. The customer treated with syringe. The customer stated that she passed out with insulin reaction for the past 2-3 years. The customer mentioned that she passed out several times on the floor during that time span. Customer stated that she was unable to rewind the pump. The product was not returned for analysis.